Event description:
Pt received a burn to the right oral commisure during a tonsillectomy. Treatment included icing of cheek and lip, given "polysparin" ointment, routine post-op antibiotic and pain meds, referral to platic surgeon.